Event description:
It was reported that the patient underwent revision surgery of the pacemaker as it had migrated into an uncomfortable position in the shoulder and was becoming more superficial. The pacemaker was placed in a deeper position and the pocket was washed with peroxide. The device and leads were functioning appropriately following the procedure. No additional adverse patient effects were reported.